Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted from clinic on (B)(6) 2017 after being seen urgently for an lvad alarm, which was consistent with a low flow alarm. The low flow alarms were continuous and the patient had signs of hemolysis. The patient underwent a ramp echocardiogram which revealed minimal support from the lvad. The morning of (B)(6) 2017, the patient had pulseless electrical activity (pea) arrest. The patient was resuscitated with fluid and multiple pressors, intubated and mechanically ventilated. When the family arrived support was withdrawn and the patient expired that afternoon. The cause of the patient''s expiration was reported as pump thrombus. No further information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and the distal portion was returned measuring approximately 2 inches. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed depositions of coagulated blood in the inlet tube, inlet elbow, outflow graft, outlet elbow and on the rotor body. The depositions appeared to have been caused by a low flow condition while the pump was operating. However, a specific cause for the low flow event and a specific time period in which the depositions developed could not be conclusively determined. Visual inspection of the inlet stator revealed a soft thrombus. The tissue lacked laminated layering which indicated that it did not initially form at this location. The tissue did not show signs of denaturation to indicate it was present during device operation. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. A thrombus was identified adhered to the inlet bearing ball. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Although a specific cause for the development of the depositions and the duration of their presence within the pump could not be conclusively determined, they would have contributed to the report of hemolysis and low flow alarms. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.